Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted as it declared a 1003 code indicative to voltage too low for remaining capacity. No adverse patient effects were reported. Dc.